Event description:
It was reported that during a pre-check, the short self test (sst) did not pass on the 980 ventilators. The service personnel (sp) inspected the ventilator and found cause traced to non-(B)(6) breathing circuit (intersurgical patient circuit) which is not related to the ventilator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).